Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one 139112ext ultraclean blade with an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Correction: device available for evaluation - device evaluated by MFR - evaluation codes device was returned and evaluated by conmed. The complaint product was observed to have what appeared to be a scratch on the outside poly side of the packaging. The defect was observed to indent inwards, and span the majority of the length of the packaging and across the chevron seal. Dye leak testing was performed on the seal area of the product packaging, as well as along the scratch like defect on the poly. Dye was observed to not penetrate the seal area of the packaging. Dye was observed to penetrate one (1) minute area of the scratch like defect on the poly. The poly was removed from the pouch to inspect the penetration area of the packaging as well as for seal transfer. When the area that dye penetrated was observed under magnification, it appeared that there was a small hole in the poly along the scratch like defect. Seal transfer was observed along the entire seal area of the poly, including within the damaged seal area. Due to these observations, it is probable that the package was damaged from an outside source and therefore not a manufacturing issue.

Manufacturer narrative:
To date, despite several attempts, the distributor has not shipped the reported device to conmed. Upon receipt of the device, an evaluation will be performed and the complaint file will be updated accordingly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year historical complaint review revealed 39 prior complaints involving (B)(4) devices for this device family and failure mode. In this same timeframe (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.